Manufacturer narrative:
This device remstar pro c-flex+ was manufactured on (B)(6) 2011 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.